Event description:
A 1.5 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology is reported to be excessive tortuosity with moderate calcification and 85% stenosis. It was reported that the balloon was inflated two times to 14 atms and burst. The device was successfully removed. Another manufacturer's balloon was used to successfully complete the case. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: excessive tortuosity with moderate calcification and 85% stenosis. Evaluation codes, conclusion: excessive tortuosity with moderate calcification and 85% stenosis.